Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen in the office for symptoms of syncope. It was noted that an external loop recorder showed no r-wave tracking by the right ventricular (rv) lead. Rv lead oversensing was suspected. Communication attempts were made for additional information but were unsuccessful. The rv lead remains in use. No further patient complications have been reported as a result of this event. On (B)(6) 2018 it was further reported that a six second pause on the implantable pulse generator (ipg) was captured via external extended monitoring. The patient was then admitted to the emergency room, placed on telemetry and several more pauses were seen. The ipg was reprogrammed and ultimately explanted and replaced. Additionally, the physician chose to cap and replace the rv lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.